Event description:
The customer reported that the system would not boot up after a power outage. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated the power cord connector. The system operates as intended.